Event description:
The pt presented with sudden congestive heart failure, left ventricular dilatation, and moderate systolic dysfunction. An echo and aortography confirmed presence of aortic insufficiency. The sjm valve was explanted and replaced by another sjm trifecta valve. The pt was in stable condition postoperatively. It was reported that the right coronary cusp was torn at the edge of the usp along the line of the sewing ring.